Manufacturer narrative:
Device received constant pump error 130 alarm due to moisture damage at the motor assembly noted. Unable to verify pump error 28 and pump error 43 alarm due to moisture damage at the motor assembly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarm. Customer reported they were able to clear the alarm. Customer stated they were not able to rewind the pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.